Manufacturer narrative:
The patient was getting therapy after the implant. The device migrated, and the patient had diminished therapy. According to the stimwave representative, the patient mentioned a "jarring" step off a sidewalk just after christmas, and her pain increased since then. The implanting clinician is planning to perform a revision, but it has not been scheduled yet. The clinical representative confirmed that the stimulator was implanted in an off-label location. Migration is a known cause of loss of therapy. Based on this information, the cause of loss of therapy was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the loss of therapy is migration, and the cause of migration is attributed to a combination of inadequate device placement by the clinician and a jolting movement by the patient.

Event description:
Based on the information provided, when the complaint was submitted migration had occurred and was confirmed with imaging.